Manufacturer narrative:
Qc was within the established ranges before and after the event. A field service engineer (fse) went on-site and checked out the creatinine (cre) module for fluid primes. Fse observed the module run a 20 rep precision run which resulted in range. The stirrer appeared to be running properly. Fse checked the pick up straw in the reagent bottle and changed the peri-pump tubing in case of pin holes and ran qc which was within range. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the synchron cx9 alx clinical system gave several erroneously low and 1 high creatinine (cre) results. There was no death, injury or change to patient treatment with regard to this event.